Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2016, the patient experienced a skin reaction. The date of issue is an approximation. The sensor was inserted into the abdomen. The reaction was located in multiple locations around the abdomen. After a few days of wearing the sensor, the patient began to notice a skin reaction that was forming. It was reported that the skin reaction would last 1-2 weeks. The reaction was described as pink, inflamed and itchy with pus. It was indicated that the reaction was the same size as the adhesive patch. On (B)(6) 2016, the patient had an appointment with their endocrinologist. The endocrinologist did not prescribe any medications to treat the skin reaction. The endocrinologist suggested that the patient's father check out online communities for home remedies. The patient's father mentioned that he tried some home brew remedies that he saw from online communities but did not specify what the remedies were. The affected area was treated with a tegaderm barrier and flonase. At the time of contact, the patient was doing okay. The patient's father indicated that the skin reactions happened on every sensor session from november 2016 to february 2017. There were no exacts dates given and the patient's father did not mention how many sensors were used. . No additional event or patient information is available.